Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed. Furthermore, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established. Heartmate ii lvas, serial number (B)(6) , was not returned for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate ii lvas patient handbook, rev. C, are currently available. Section 1, "introduction," lists device thrombosis, peripheral thromboembolic events, hemolysis, sepsis, infection, and death as adverse events which may be associated with the use of heartmate ii lvas. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." Section 1 of the IFU, "introduction", provides an explanation of pump parameters, including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. The heartmate ii lvas patient handbook also contains information about preventing infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was later reported that after being transferred on (B)(6) 2023 status post thyroidectomy, the patient was deemed as needing rehabilitation before pump exchange would be considered. Integrelin was stopped and the patient was transferred back to the hospital. Heparin drip and ticagrelor were continued and warfarin was restarted. Lactate dehydrogenase (ldh) started up trending again and acetylsalicylic acid (asa) was added to the regime on (B)(6) 2023. On (B)(6) 2023 , ldh was up to 471 and power spikes were present again. Warfarin and asa were stopped and integrilin (eptifibatide) was restarted. On (B)(6) 2023 , parameters suggested septic response coupled with low grade fever and mean arterial pressures (maps) dropping to the 50s. Cardiac medications were held. Piperacillin/tazobactam and vancomycin were started. The patient received intravenous fluids and blood cultures were drawn. Cultures were positive for candida parapsilosis on (B)(6) 2023 . Micafungin was started. Drainage was noted from the driveline exit site, which was swabbed and cultured. The plan of care was 4 weeks of antifungals and rehabilitation before reassessing the patient for pump exchange. The patient was transitioned to hospice and the ventricular assist device (vad) was turned off. The patient passed away the same day.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted (B)(6) 2023 with elevated lactate dehydrogenase, power spikes, flow dropping below baseline, pulsatility index (pi) trending higher, dark urine, and heart failure symptoms with end organ compromise and hemolysis, all symptoms suggestive of pump thrombosis. Computed tomography (CT) scan confirmed proximal outflow graft thrombus with intramural thrombus. A heparin drip and integrilin (eptifibatide) were started. The patient was stabilizing but continued with compromise. Complex discussions remained ongoing concerning pump exchange due to high risk co-morbidities. It was later reported that the patent had been off warfarin for a period of their hospitalization in march as they needed an ablation of renal cell carcinoma but had been maintained on a heparin drip with therapeutic anti-xa levels. No speed changes were noted. The patient was transferred for consideration of high-risk pump exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.